Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this atrial lead was found to have a conductor fracture and insulation damage to the terminal end of the lead. The lead was removed from service and replaced. No adverse patient effects were reported.